Event description:
Pt had a vena cava measuring 24mm. After deployed, it was noted during the angiogram that two of the filter's legs had not deployed properly. An attempt to expand the legs was unsuccessful. Physician chose to remove the filter and place another filter. The second filter deployed without any problems and struts were viewed to expand as intended. Procedure was concluded.